Event description:
It was reported via a call report from the rn to the clinical support specialist (css) while in the intensive care unit (ICU). Indications for use: cardiac failure. When the css spoke with the rn, the rn stated they have a patient (pt) that has a fiber optic intra-aortic balloon (iab) that was placed on (B)(6) 2011 through an axillary insertion. The surgeon did the insertion using a graft to place the balloon through the axillary artery. The pt needs a transplant and they wanted to be able to have the pt sit up while waiting for the transplant. The rn states that they are having "helium loss" alarms about every 45 seconds. There is no blood in the tubing, the connections are good and they have checked for external kinking. The css had the rn read the alarm strip and they have "helium loss 3 (2)." The rn described the bpw (balloon pressure waveform) as being below the baseline. They have tried to decrease the volume in the balloon and the assist ratio to 1:2, but they continue to get the alarms. The css suspected a kink to the iab due to its insertion site. The rn stated that they have had the alarms pretty consistently since insertion. The css asked if the surgeon had tried to reposition the iab. The rn stated that the cardiologist felt that the position was good on x-ray. The balloon is placed through a graft. The rn and css discussed that the sutures on the graft to secure the iab may be too tight. The rn said they have changed out the pump and had the same results on the second pump. The pt has a heart rate of 90 - 100 bpm. The css explained that they have done everything that would have been suggested to solve the issue and the css suggested that they have the surgeon try releasing the sutures and reposition the iab. The css suspected the curve of the iab in the axillary artery and the sutures were causing the issue. The css told the rn that there is a possibility that they have a small hole in the balloon, but the css would have suspected that they would have seen some signs of blood in the tubing by this time if that was the case. The rn understood the discussion and thanked the rn for the rapid response. The css told the rn to contact the hot line if any further assistance was needed. The css contacted the sales rep and the clinical on call to provide them with info of this case. No report of pt death, complications or injury. No medical/surgical intervention was needed. It is unk how long the delay or interruption in therapy was due to constant alarming. The pt outcome is the pt is still being supported by the intra-aortic balloon pump (iabp) therapy. Add'l info received on (B)(6) 2011, per a rn from the ICU stated that the pt is currently still in the ICU department. The iab is still indwelling and the rn reports they are having issues with helium loss. Updated info from the sales rep on (B)(6) 2012, stated the iab was removed. A new iab was inserted via another graph site successfully. The pt is still alive and waiting for a transplant. On (B)(6) 2012, the sales rep reported that the iab that had been placed axillary was replaced with a non fiber optic iab and there have been no reported issues since. The axillary iab was not saved for return (or threw it out). The pt is still alive and waiting for transplant.

Manufacturer narrative:
(B)(4). Reference MDR # 1219856-2012-00002, for the related iabp report. Sample will not be returned for eval.